Event description:
It was reported that the pt never experienced having therapeutic effect. It was noted that the lead was in the wrong location. A revision was performed and the neurostimulator was replaced. The pt was still experiencing no symptom relief. Additional information was requested.

Manufacturer narrative:
(B)(4).